Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a potential bluetooth malfunction. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. It was determined by rcts that the patient required an mtx2000 and one had been sent to them. It was not confirmed if the mtx2000 successfully paired. Based on the information received, the cause of the reported incident could not be conclusively determined.